Event description:
Following the implant procedure with a trial evoke spinal cord stimulation (scs) system, it was reported that the patient experienced tenderness at the lead insertion site, fluid drainage, headache, and an abnormal taste. There were no complications during the trial procedure. The insertion site exhibited swelling, potentially due to hematoma so the lead was removed. Later a blood patch was performed due to potential of a cerebrospinal fluid leak.